Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, a 21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, a 33 test and excessive no delivery test. There were no motor error alarms, unexpected excessive no delivery alarms nor displacement anomalies. The motor was tested outside the device and passed.